Event description:
Customer reported a past low blood glucose event where the exact level was below 50 mg/dl. Cause was not known. Reportedly the customer lost consciousness and the customer¿s boyfriend, who administered a glucagon shot and provided juice. Customer has a pump with ciq software, and the control-iq feature was active at the time of the incident. Technical support suggested the customer consult a healthcare professional to discuss factors affecting her blood glucose levels and is awaiting confirmation of pump data upload.